Event description:
It was reported that the capri height expansion driver no longer "locks securely and adequately to the screw plug' intra-operatively. Surgery was successfully completed with the device and a 10 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was visually inspected, and it was observed that the driver teeth at the distal tip exhibited signs of damage. Complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: to expand the capri large expandable corpectomy cage, pass the height expansion driver¿connected to the grey 12 in-lbs torque limiting handle¿down the cannulated shaft of the inserter. Turn the driver clockwise to expand the height of the cage. When the cage has reached its maximum expansion point, stop pins will engage to prevent the cage from over expanding. The deformation to the driver tip is consistent with the effects of over-torqueing. However, it was reported that the 12 inch/pound torque limiting handle was used with the expansion driver as indicated in the IFU. The cause of the reported incident could not be determined conclusively.

Event description:
It was reported that the capri height expansion driver no longer, "locks securely and adequately to the screw plug," intra-operatively. Surgery was successfully completed with the device, and a 10 minute delay. No adverse consequences, or medical intervention were reported.